Manufacturer narrative:
Device received with blank white display due to corroded electronic assemblies. Unable to perform functional testing including selftest, sleep current measurement, active current measurement or displacement test due to display anomaly. Device received with cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump was exposed to moisture. Blood glucose was unknown. Troubleshooting was performed. Customer stated the home screen did not appear on the display. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.